Event description:
The customer received a blood glucose reading of 449mg/dl. She retested on a different meter and the reading was 182mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The strip information provided was not valid. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer

Manufacturer narrative:
The customer's strips were returned for evaluation. The strip information was not known at the time of the initial report. (B)(4). Returned reagent read an ave of 2mg/dl high out of spec with control. One blood reading was 6mg/dl low out of spec. Retention reagent gave satisfactory performance.